Event description:
Procedure type: total gastrectomy. According to the reporter: during the anastomosis of esophagus to the small bowel, two complete donuts were produced. When air leak tested, a leak on the anterior wall of anastomosis was found. The staple line was over sewn to stop the leak. Surgery time was extended by more than thirty minutes as a result. No report of blood loss or tissue damage. No staple line reinforcement material was used. The patient is still under observation.